Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump has been alarming no delivery. Customer's blood glucose was 256 mg/dl, treated with manual injection. Troubleshooting has previously performed but still hasn't tried different infusion sets. Insulin was not expired or denatured. Customer does changes sites and rotates. Customer stated she hasn't attempted all remedies. Different types of infusion sets were sent. Customer was advised to monitor the device and call back if any issues were sent. The insulin pump is not being returned for further analysis.